Event description:
It was reported that the customer's insulin pump experienced no delivery alarms. The customer reported her blood glucose level to be 600 mg/dl. The product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.